Event description:
Infusion pump with an 810:04 failure code which was observed during pt use. The hospital representative stated to baxter customer service they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, infusion rate or set up of the infusion device.